Manufacturer narrative:
1. No defective sample were returned, and no defective photo were returned from the customer, root cause cannot be confirmed. 2. Review batch record information: 1) the complaint batch number lot#2347356 is packaged in as packaging line, the production date is 2023-01, and the batch quantity is 1. 38k spinal need lot is 2285835. 2) check the in-process inspection and shipment inspection report of this batch of products. The test results meet the product standards and there is no abnormality. 3) check the production records and machine maintenance of this batch of products, and there are no abnormalities, deviations or rework activities. 3. Due to customer did not specify the detail needle was clogged, plant cannot confirm which needle is defected. So, plant tested all the needle of retained sample: spinal needle, epidural needle, puncture needles, all the test result are pass, no abnormality was observed, no clogged, and no fm was observed,attachment 1 -the needle of retained sample, attachment 2- the test of retained sample. 4. Due to no defective sample was returned, the defect mode cannot be identified, the root cause cannot be confirmed. 5. The plant continue pay attention to this defect.

Event description:
The anesthesia bag with batch number 2347356,3003900, according to feedback from shengjing hospital affiliated with china medical university, was found to have blocked needles and foreign objects during use, making it unusable

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd durasafe¿ tray needles were blocked. The following information was provided by the initial reporter, translated from chinese: "the anesthesia bag with batch number 2347356,3003900, according to feedback was found to have blocked needles and foreign objects during use, making it unusable".